Event description:
It was reported that the patient faced an infusion set tape did not stick event on (B)(6) 2026.

Manufacturer narrative:
E1: patient city:(B)(6)patient country: united kingdomname- medtronic minimedstreet-18000 devonshire streetcity- northridge state- ca zip code- 91325based on the available information, this event is deemed to be a reportable malfunction.request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number(B)(4).